Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. This lead was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).